Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep removed a screw from a memory card. The system was tested and is operating as intended.

Event description:
The customer reported that the stenoscop system was displaying poor image quality. No pt injury was reported.